Event description:
A customer contacted baxter (B)(4) regarding a system error (se) 2240 (air in line) and se 2367 alarm that appeared on the home choice (hc) display while the home patient (hp) was not connected, in drain 4 of 5. The hp stated that the patient line inadvertently separated from transfer set. The technical service representative (tsr) assisted the home patient (hp) with troubleshooting. The hp stated he will complete therapy with manual supplies. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time.this complaint for a system error (se) 2240 (air in set) was confirmed; however, the root cause of the complaint was not determined; the sample was not returned to baxter, therefore no evaluation or batch review could be performed. This issue is being investigated through CAPA.